Event description:
Pt experienced a burn in the area that the procedure was performed. The device was returned to the MFR, evaluated and found to have damage to the patient contact surface of the rf electrode. The damage is consistent with mechanical scrapping damage and compression damage to the surface. The damage to the surface of the electrode is visible and easily detectable by the device operator by visual inspection. The patient outcome is unk, the patient did not return for follow up eval.